Manufacturer narrative:
Additional information was received that the unit did not tip or fall. Therefore, the initial MDR would not have been reportable.

Manufacturer narrative:
Replaced the wheels to fix the reported issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that,the left rear wheel roller was broken. There was no reported patient involvement.